Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead was dislodged. The dislodgement was confirmed via x-ray. The atrial lead was explanted and was not replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.